Event description:
Hill-rom received a report from the account stating the external alarm was not sounding for bed exit and brake not being set. The bed was located at the account. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the external alarm cable was disconnected. A search of the hill-rom maintenance records did not show hill-rom performed preventative maintenance on this bed. It is unknown if the facility preventative maintenance on their beds. The technician reconnected the external alarm to resolve the issue. Based on this information, no further action is required.